Manufacturer narrative:
Visual inspection performed r&d manager: from the received pieces, it is confirmed what stated in the preliminary investigation; no particular or evident signs were noticed on the shell, so the event can be probably related an incorrect press-fit due to the patient bone conditions.

Manufacturer narrative:
Batch review performed on 4 may 2021: lot 2000222: (B)(4) items manufactured and released on 5- may-2020. Expiration date: 2025-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar events. Clinical evaluation performed by medical affairs director: intraoperative migration of acetabular cup during primary tha. For unspecified reasons, sufficient primary stability could not be achieved. There is no clinical cause for this adverse event. Preliminayr investigation performed by r&d project manager: from the received information, photo and x-rays it is not possible to determine a route cause of the event, probably related to an incorrect press-fit provided to the cup. Due to the thin dimensions of the rim of the liner, the removal of it was probably difficult during the surgery; no other conclusion can be done. After the receipt of the pieces, a further analysis of the coating can be performed.

Event description:
The surgeon noticed that the cup migrated from the patient acetabular after the final repositioning during the surgery. The surgeon replaced it with a new mpact multihole cup and liner. The was 1 hour surgery time delay. Total surgery time: 4 hours. The same size was used finally. It is unknown if additional anesthesia was necessary.